Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) episodes occurred due to the right ventricular (rv) lead oversensing noise, which triggered pacing inhibition. Programming changes were implemented. There were no patient consequences.